Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial augment catalog # unknown lot # unknown, unknown tibial stem catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it was not returned by patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01781, 0001822565-2018-01782. Not returned by patient.

Event description:
It was reported that the patient had an initial left knee arthroplasty implanted approximately twenty-one years ago. Subsequently, the surgeon is requesting devices for a revision on an unknown date due to loosening of a tibial prosthesis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. -review of x-rays indicate that overall facet is appropriate. Alignment of the tibial component is causing the tip of the stem to extend past the lateral cortex with associated buttressing. Osteopenia is present. No signs of loosening or radiolucency. Cement quality appears to be adequate within the femoral and tibial components. No fracture seen. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.